Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported the patient underwent inguinal hernia repair. Patient began pd therapy in (B)(6) 2016. The inguinal hernia was pre-existing, and was repaired prior to the start of the treatment. However, recurrence of the hernia in the same location was discovered on (B)(6) 2016 and the patient underwent a second repair on (B)(6) 2016. The surgery was an elective outpatient surgery and the patient was released from the hospital on the same day as they were admitted. Age and weight were not currently available. The patient has resumed peritoneal dialysis treatments following the surgery. Medical records are not available for evaluation.